Event description:
It was reported the patient last felt stimulation the prior week and then it turned off and they recharged the stimulation about half way and all 8 coupling bars were shaded. The patient had been trying to turn amplitude up or down instead of pressing the synchronize button. It was noted the patient saw ¿turn stimulation on screen.¿ patient was able to turn stimulation on successfully.

Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# v009352, implanted: (B)(6) 2006, product type: lead. (B)(4).